Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "positive for burning sensation in breasts. Possible implant rupture. Capsular contracture with thickened scar tissue noted. Differential diagnosis includes implant rupture and inflammation due to capsular contracture" baker grade ii. Device remains implanted.